Event description:
The customer reported: "iabp3 was in the cvor and shut down without obvious cause. It was plugged in and had a full battery at the time. It was removed from service and another machine attached to pt. It is tagged in the heart cath lab." No pt injury was reported.

Manufacturer narrative:
The customer informed this issue to company rep on (B)(4) 2014. The company rep checked the power status log it shows there was a power depletion on (B)(4) 2014 which is the same day the event occurred. The company rep checked batteries with pm and battery held for 2.5 hours above the expected 2.25 hours stated in the pm procedure. The company rep was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).